Event description:
Customer reported experiencing air bubbles or gaps in the infusion set tubing during pumping, not during the load sequence or tubing fill. There was no adverse impact to the customer¿s blood glucose level. Customer was able to resolve the issue as large air bubbles or gaps no longer existed, and insulin therapy was resumed successfully with an understanding of the resolution.